Event description:
Procedure type: acute aortic aneurysm. According to the reporter: the customer states that during the emergency procedure several attempts were made to suture the aorta after an acute aneurysm. The surgipro ii suture broke 4 times. The aorta was sutured but the patient died post-op due to co-morbidities. According to dr (B)(6), the patient expired due to acute aneurysm and not the breakage of the suture.

Manufacturer narrative:
(B)(4).